Event description:
It was reported that patient was experiencing difficulty keeping the implantable pulse generator (ipg) charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned.